Event description:
It was reported that the luer lock on the patient line became detached. Customers blood glucose level was elevated (438 mg/dl). Customer changed cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.